Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) was emitting beeping tones. Technical services explained the beeping behavior of the device but recommended to bring the patient for an evaluation. Further information was received indicating high shock impedance measurements out-of-range (oor) were noticed and that the oor alert was raised. It is most likely that this ICD emitted the beeping tones because of the oor measurements. The hospital tried to reach the patient but refuses to come for further evaluations, the patient is a 6-hour drive away from the hospital. Several appointments were cancelled. Both the ICD and the right ventricular lead remain in service and no adverse patient effects were reported.